Event description:
It was reported that the company representative got a warning message that the programmer was unable to connect to the analyzer. The caller tried the same analyzer in several programmers, however the same issue occurred. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, received a warning - loss of communication error at systems test. It was also noted that the serial number label was damaged and cracked.